Event description:
The user's hearing performance with the device is affected after a trauma to the head. The user has no hearing sensation on the right side anymore. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. The user has no hearing sensation on the right side anymore. The user has been reimplanted.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. The user has no hearing sensation on the right side anymore. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.